Manufacturer narrative:
No fix was documented, and a service company was commissioned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the spranger ceiling experienced mechanical movement failure on an allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.